Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller error that resolved on its own in a few seconds. There was no harm to the patient.

Manufacturer narrative:
The investigation for the console (aic) controller failure-yellow alarm has been completed. Data logs were reviewed finding that the console displayed ¿placement signal (ps) not reliable (out of range - optical) ¿ alarm,¿ event #1048. Real time log confirmed the ps was spiked to 3000. This aligns with the reported failure mode. Then console displayed ¿placement signal not reliable (opm invalid signal, optical pump connected]) ¿ alarm,¿ event #1036. Which was resolved and reoccurred several times throughout the case. After 15 hours, during support, the console displayed ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm,¿ event #1045, which was resolved immediately. Rt log confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Then, the console and pump were used for another 16 hours and 27 minutes. The console was returned for evaluation. Upon running the optical test pump for 1 day 14 hours, unable to reproduce either the psnr or controller error event #1045. The analog output from the optical bench was good, this confirms no issue with the optical bench. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning. It is most likely unrelated to the reported failure mode. The root cause for the psnr was not determined due to the inability to reproduce. The root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has already been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to contain optical signal coding. D6a / d6b updated. D10 concomitant medical products and therapy dates updated.